Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the device could not be interrogated, and that there was early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): preliminary analysis determined that the device had no telemetry or output. After being milled open, visual inspection showed no anomalies. A programming head was placed over the device, and lights on the programming head indicated that telemetry had returned. The device was interrogated and the pacing rate of 65 bpm indicated a por (power on reset) had occurred. The device lost telemetry due to battery depletion. The current drain level was higher than normal for this device and the cause of the early battery depletion. Further analysis determined that the depleted battery was caused by high current leakage in a tantalum capacitor.

Event description:
It was reported that the device could not be interrogated, and that there was early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event. The patient further reported that the device was replaced due to the battery "dying".